Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial#: (B)(4). Description: linear st lead, 50cm.

Event description:
A report was received that the patients contacts were out and was experiencing no coverage on the left side. The patient will undergo a lead replacement procedure.